Event description:
It is reported that the device was implanted in 2006. Revision surgery occurred in 2007, due to pain.

Manufacturer narrative:
Evaluation summary: the returned articular surface shows minimal wear on the condyle surfaces and 4 circular marks on the back surface that are proud to the bulk surface. Location of the marks corresponds with the screw hole location on the mating tibial tray and these marks could have been caused by extrusion of the polyethylene into screw holes under load. Laboratory analysis shows the height of extruded areas to be in the range of 2-14.2 microns. Cause cannot be definitively determined. Evaluation: device history records indicate device manufactured to specification. Scanning electron microscopy (sem) analysis micrographs showed the wear induced changes on articulating surface and backside surface. Micrographs showing h and z on the backside are at the screw hole impression. As seen in these micrographs, sem examination does not show these impressions as distinct from the backside surface. Energy dispersive spectroscopy analysis of the insert material showed a carbon (c) peak in the spectrum typical of uhmwpe.